Event description:
It was reported that bd alaris smartsite pump infusion set was separated, the following information was received by the initial reporter with the following verbatim. It was reported by customer that tubing on proximal end coming apart.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported tubing is coming apart on the proximal end, and returned 75 unused samples of material 10014881, lot 25019335. Of the 75 samples, 5 were opened, but unused, and were loose in the box. There were 70 unopened samples still in the box. One of the 5 opened samples verified the complaint of separation, at the male luer. The manufacturing plant found the root cause for the separation issue to be related to incorrect tube expansion during set assembly. The plant did not take any actions to address the failure as the line for material 10014881 was reactivated at a different bd plant, starting 10mar2025. The plant that produced this batch is no longer producing the material number. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.